Event description:
Complainant alleged that while performing a routine preventative maintenance on the device, it shut down after 3-4 shocks at 200 joules, and shut down after 2-3 shocks at 360 joules. The device battery was changed three times, but when the device was powered back up, it continued to shut down after the energy was delivered. The complainant indicated that there was no patient involvement in the reported malfunction.